Event description:
Several atherectomy treatments were performed on low speed with a diamondback 360 coronary orbital atherectomy device (oad). Imaging was then performed which revealed a perforation in the heavily calcified lesion in the mid-left anterior descending (lad). Balloon tamponade and transesophageal pacing (tap) was performed. Following attempts to resolve the perforation, the patient became unstable. Defibrillation was performed and medication was administered. Three non-covered stents were placed to complete the procedure, and the patient was initially unstable. In the opinion of the physician, the perforation due to an underestimation of an "s" curve in the lad. Following the procedure, the patient was later reported to be stable.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).